Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to an in-house energy generator and failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the roll gear junction, approximately 41mm from the clear tubing. The complaint regarding that the instrument stopped applying energy was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument stopped applying energy. The procedure was completed with no reported injury.